Manufacturer narrative:
The instrument has been checked in our repair department according to the currently valid specifications. It was found that the ball bearings have been running rough and stiff, but the overheating was not reproducible. The instrument has been in use for more than 4 years without a checkup / repair by a certified repair shop. To avoid such issues the IFU contains already corresponding warnings and notes how to prepare and use the instrument correctly: 2.2 improper use: the improper use of the device could lead to burns or injuries. Check the technical condition before each use. Never press the push-button during operation of the device. Never use the instrument to keep the cheek, tongue or lip at a distance. Never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition: if damaged, the device or components could injure patients, users and third parties. Only operate devices or components if they show no signs of damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions, damage, irregular running noise, excessive vibration, overheating, dental bur is not seated firmly in the handpiece. 2.6 service and repair: following expiry of the warranty, have the tool holding system checked once a year. Kavo recommends specifying in-house service intervals where the medical device is brought to a professional shop for cleaning, servicing and a function check. Define the service interval depending on the frequency of use.

Event description:
During a standard dental treatment the head of the handpiece heated up and caused a burn on the inner cheek. Dentist applied some dontisolon ointment. Burn healed without any problems. No medical care necessary.